Manufacturer narrative:
It was reported to abbott that the patient was experiencing pain at the anchor site. The report stated that the patient's anchors and ipg were replaced on (B)(6) 2020 due to pain at the anchor site. Therapy was restored at post op. All information pertaining to this event has been reviewed and no further action is required at this time. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-47971. It was reported that the patient developed discomfort at the anchor site after losing 50 pounds. In turn, the patient underwent surgical intervention wherein the scs anchors were explanted and replaced to address the issues. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.